Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station had been shut down. The field service engineer (fse) inspected the station and found that the issue had been caused by a failure of the full height drawer controller printed circuit board. The fse replaced the drawer controller board and pyxibus module controller (pmc) board to resolve the issue. Operation was tested in the application and hardware test application diagnostics with no issues noted. Preventive maintenance (pm) was performed. The fse installed hard stop half height drawer 2.2. As pm procedure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device shutdown and did not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event